Manufacturer narrative:
The device has not been received for evaluation. (B)(4).

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. The device was received without suture or anchor. Functional testing was performed and the actuator actuated as intended. The incident report confirms that this is related to CAPA (B)(4), which has been opened to track the root cause and corrective actions. (B)(4).

Event description:
It was reported during a meniscal repair while deploying t1, t2 dislodged as well. Surgeon requested to leave t1 implant without function. A backup device was on hand to complete the procedure. No patient injury or significant time delay reported as a result of this incident.